Event description:
At the end of an approximately one hour tympanoplasty surgical procedure using the opmi pentero microscope, ear draping and an ear speculum, the surgeon discovered that the ear speculum was quite hot to the touch. A 0.5 cm x 0.5 cm burn was found on the helix of the patient's ear after speculum removal. The burn was described as a superficial first degree burn and treated with bacitracin ointment. At postoperative follow-up, the burn was found to be "weeping but healing well," and was treated with silvadene. The use of silvadene suggests that this was a second degree burn.

Manufacturer narrative:
A user facility biomedical technician verified the microscope light, threshold and intensity controls were functional and performing within specifications. A manufacturer field service engineer verified that the infrared filter was in the correct position. The reported brightness level during surgery was 90% - 100%. The ear speculum is an apparent conductor of heat. The opmi pentero microscope has warning labels and the user manual describes the risk of heat when using the light source at high intensity over a period of time. (B)(4).